Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by the healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device, the clinical observation cannot be confirmed. Based on the information received the cause of the event cannot be determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19mm bioprosthetic aortic valve, implanted thirteen (13) years, two (2) months, twenty six (26) days, was explanted due to moderate to severe prosthetic valve aortic stenosis secondary to degeneration. The explanted device was replaced with a 19mm aortic pericardial valve. The patient also underwent mitral valve replacement with a 27mm non-edwards porcine valve. The native mitral valve was reported to be severely calcified. There appeared to be some excess arterial bleeding from the posterior aspect of the heart, "although this really did not appear very severe and it was thought to be needle hole secondary to the calcium rather than any disruption. This was packed with some bovine and various glues were used." The patient required a intra-aortic balloon pump to be inserted. The patient was transferred to the intensive care unit (ICU) in very critical condition with active bleeding. On post operative date 1 there was no improvement and multiple pressors were needed and was increased. The patient began having seizures and then the kidneys started to fail. The patient's family was notified and understood the patient's condition and determined that no further intervention be taken. The patient expired on post operative day 2.